Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had an intermittent stator errors and is not working. This error may cause the system to shut down un-commanded. There is not report of injury or death associated with the event described in this complaint.